Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml exactamix eva tpn bag had leaked. This event occurred after the bag had been filled with an unspecified solution. The customer stated the bag had been filled and left on a counter, and was later found in a pool of its own contents. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual and microscopic inspection revealed a tear along the lower left edge of the bag. Functional testing was performed and revealed a leak from the tear. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.